Event description:
Health professional reported, the explanation of a lap-band port due to a"port malfunction." Further follow-up with health professional noted the explant was due to the pt feeling "no restriction" due to a "leak in band."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted observation of needle induced seal damage to access port. The port tubing at the stainless steel connector contained an opening with leakage from a surgical-like puncture likely to have been caused by a surgical tool. The access port had non-penetrating nicks with evidence of missing material. The band tubing was broken with striations consistent with a surgical end cut to remove the device. No additional info has been reported to allergan regarding the serial number. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."